Event description:
It was reported that the device was explanted after implant duration of zero days. On 10/29/2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair, as there was persistant regurgitation and insufficiency after implanting the ring. The ring was explanted and replaced with a tissue heart valve.

Manufacturer narrative:
The DHR review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. X-ray. Evaluation summary: minor cuts/tears are detected microscopically through the sewing fabric, are most likely due to suture holes. Reddish brown stains are detected on the sewing cloth. No other inconsistencies detected. Failed ring repair

Manufacturer narrative:
Device not returned. This was determined reportable per edwards lifesciences procedures. No customer letter was requested. No DHR review can be done at this time.

Event description:
Reportedly, the device was explanted at implant due to regurgitation. Per the initial report: after implanting a ring (model and size unknown), the surgeon found severe regurgitation so had to explant it and put in a mechanical valve instead. No patient, device or event information was reported, so the aware date is being used as the occurrence date.